Event description:
It was reported that during the implant procedure, this implantable cardioverter defibrillator (ICD) device exhibited high, out of range shock impedance (greater than 200 ohms). The physician reported there were high out of range shock impedance with the previous non-boston scientific device. The physician reported turning off tachy therapy at this time, and leaving pacing therapy only. The patient was discharged home, with normal follow up appointments. The device remains implanted. No adverse patient effects were reported. New information was received that the right ventricular (rv) lead is a non-boston scientific product. The physician has scheduled the patient for a follow up to perform lead integrity testing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of known inherent risk of device was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.